Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr noted several "motor fault" and "vent inop" entries in the events log. The fsr performed the turbine transducer calibration and tested the ventilator. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator alarmed "vent inop," while in use on a patient. There was no patient harm/injury associated with this issue.